Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with a suspected ischemic stroke. The patient was discharged on (B)(6) 2015 with left sided weakness. No other residual effects were noted. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.